Event description:
During an in-clinic follow-up, episodes of high capture threshold, low pacing impedance, and oversensing were observed on the right ventricular (rv) lead. Echocardiography imaging was performed which revealed the rv lead had caused a small cardiac perforation. No lead malfunction was alleged, and the observed electrical anomalies were suspected to have been due to the cardiac perforation. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.